Manufacturer narrative:
Product ID 8709sc, lot# n180048004, implanted: 2008 (B)(6); product type catheter product ID 8 596sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
A flipped pump was reported. The patient stated that a very heavy dresser fell on him and he began experiencing issues then. Unknown whether the pump was flipped or damaged in that incident. The physician was worried the pump experienced "trauma" during flip and potentially from monopolar device during the revision. Therefore, it was replaced. It was also unclear if the pump was correctly attached. The pocket was opened and the device was replaced. The catheter was aspirated and showed no signs of issues. A dye study was also done. The pump was read and showed no issues, however, the physician wanted to replace the pump to be safe. The patient status at the time of the report was indicated as alive, with injury. The patient was an inpatient at the hospital at the time of the revision due to increased pain. The patient experienced pain, less than 50% therapy relief. It was further reported that the physician did not believe the flipped pump was due to inadequate placement at implant, he believed the patient¿s weight and size may have been a factor. It was also noted that it may have been caused by movement in the pocket that occurred when the dresser fell on the patient. The patient was reported to be doing better and receiving effective therapy. The pump was used to deliver hydromorphone.